Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, the third-party service technician was not able to confirm the customer¿s issue and there was no reportable error codes found in the device¿s event log. The third-party service technician did not replace any parts and/or repairs to the device for this issue. Additional findings not related to the malfunction/issue was contamination on the muffler assembly, air inlet filter, system printed circuit assembly (pca) tubing, blower chassis tubing, and fio2 tubing on this device. The third-party service technician replaced the muffler assembly, system pca tubing, blower chassis tubing, and fio2 tubing for this device.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.